Event description:
It was reported that there was concern that patient¿s vns generator may have a "vbat" issue, which was clarified to be an allegation of premature depletion. Implant form was later received confirming that the patient's generator was explanted and replaced due to prophylactic replacement. It was confirmed that the generator will not be returned for product analysis. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. No other relevant information has been received to date.

Event description:
Further review of the generator data suggests that the battery voltage did not deplete more quickly than expected as compared to the charge consumed measurements (%). Therefore, as of 01/24/2019, the generator had not shown evidence of premature battery depletion. No other relevant information has been received to date.